Event description:
The customer stated that decreased architect tsh results were generated for one patient for 3 different test dates. On (B)(6) 2012 lot 09920jn00: a result of 0.021 uiu/ml was generated. On (B)(6) 2012 lot 12900jn00: a result of 0.21 uiu/ml was generated. On (B)(6) 2012 lot 15904jn00: a result of 0.013 uiu/ml was generated. The sample from (B)(6) was run on the siemens analyzer with a result of 1.00, on the beckman with a result of 1.18, and on another architect in the (B)(6) lab with a result of 0.013. The rest of the patient's thyroid assessment was normal. Testing was also performed using a scantibodies tube with a result of 0.020. There was no report of impact to patient management.

Manufacturer narrative:
Testing was performed using in-house file kits of architect tsh reagent lots 12900jn00, 15904jn00 and 09920jn00. Panel h2, n and b were used to mimic patient samples. Three validation curves were obtained. All control levels met specifications and no error codes were observed. The grand mean of each panel (h2, n and b) met specifications for each reagent lot. Therefore, validity and acceptance criteria were met indicating the three reagent lots are performing acceptably and within label claims. Customer complaint data was reviewed and no adverse trends were identified. The architect tsh reagent package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.